Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. Customer's blood glucose was unknown. It was found the alarm was resolved by a reservoir change. The customer did not want to return the infusion set or reservoir for analysis. No additional information provided.